Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone13.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was reported to be wearing a pod at the time medical attention was initially sought. On (B)(6) 2026, the patient contacted an endocrinologist via remote chat for approximately 1 hour and 30 minutes due to concerns regarding elevated glucose values. The patient reported hba1c levels above the normal range and continuous glucose monitoring readings exceeding 300 mg/dl, which were described as inconsistent with usual glycemic control. No physical symptoms were reported at that time. A formal diagnosis was not provided. Treatment was reported as mounjaro (tirzepatide) 0.5 mg. The pod was discarded and not available for return. Subsequently, updated information provided by the patient¿s caregiver clarified that medical attention on (B)(6) 2026, was not related to the pod. The patient initially attended an eye appointment and was referred to the emergency department, where admission occurred due to vision loss and a small hemorrhage in the back of the left eye. The patient remained hospitalized for three days and was discharged on (B)(6) 2026. During hospitalization, blood glucose levels fluctuated between approximately 190¿250 mg/dl and were managed by medical staff with insulin (approximately 6 units when elevated) and food or carbohydrates when low. Diagnostic testing reportedly included computed tomography scan, echocardiogram, and magnetic resonance imaging. A formal diagnosis was not confirmed; reported conditions included vision issues, hyperglycemia, and possible stroke. The caregiver indicated limited ability to observe all medical interventions and could not confirm complete clinical details.